Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had experienced high blood glucose and would like to troubleshoot insulin pump to make sure it is working properly. Customer's blood glucose level was 557 mg/dl to 600 mg/dl. Troubleshooting found that drive support cap, basal settings and bolus wizard were fine. However, troubleshooting found that time and date programming were not correct and were recently changed by customer's doctor. Customer indicated that they would follow up with their doctor regarding high blood glucose and their date and time settings.